Event description:
The customer reported that midway through a collection procedure, the collect tubing disconnected at the collect chamber. They received a 'leak in the centrifuge' alarm. They were not able to continue the procedure. Per the customer, the collection had to be done ona second day. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.

Manufacturer narrative:
Root cause: the root cause of this issue is an inadequate solvent bond between the chamber and the tubing. Correction: the assembly instructions have been updated to address the bonding issue. Corrective/preventive action: a CAPA request has been initiated for this issue.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection, a leak was noted from the bond socket at the wider end of the leukoreduction system chamber. The tubing line was fully inserted; no bond gap was noted. On handling the tubing to the wbc chamber, the tubing detached. Inadequate solvent marks were noted on the tubing end. Investigation is in process. A follow-up report will be provided.